Event description:
Hcp reports pump refill in 2003. A bolus was programmed to give in 3 hours 30 minutes instead of the intende d33 hourss. The pt was vomiting that night. The next day pt went to the emergency room and had their pump emptied of all medication. Pt felt better soon after the pump was emptied. They were refilled 3 days later and was doing fine.